Event description:
It was reported that during a right hemicolectomy an error occurred in the process of firing. The blade suddenly stopped in the middle of the device, and the blade didn't move forward. As an emergency measure, the surgeon backed off the firing knob and detach it from the tissue. He changed a new cartridge and finished the procedure. There were no reported adverse consequences for the patient so far.

Manufacturer narrative:
(B)(4). Date sent 4/18/2024 d4 batch #816a19 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with both gripping surfaces damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 816a19, and no non-conformances were identified.